Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included spasticity. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient was admitted to the hospital on (B)(6) 2017 with subsequent explant of the device system due to infection on (B)(6) 2017. It was unknown if any environmental, external, or patient factors may have lead or contributed to the issue. It was noted that the patient had recently undergone a pump replacement. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.